Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. Exact patient weight is reported to be (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2013. According to the complainant, after collecting a biopsy sample, the nurse noted some difficulty opening and closing forceps and a slight "burr" on end of forceps. Reportedly the physician examined the forceps but did not see anything abnormal, and after repeated opening and closing forceps functioned fine and burr no longer visible. The forceps deice was tapped into the collection container to release tissue specimen. The specimen was being examined by pathology when they noted a piece of metal that was surrounded by the tissue. The complainant reported that the piece of metal found was not the "burr" seen during the procedure and they could not confirm or deny whether the piece of metal originated from the forceps. Reportedly, the patient has history of ercp sphincterotomy, and egd for post sphincterotomy bleed. However the patient did not have any surgery post procedure. No patient complications resulted from this event, and the patient was discharged to home.